Manufacturer narrative:
Investigation summary: investigation selection: investigation site: (B)(6); selected flow(s): device interaction/functional. Visual inspection: upon visual inspection of the complaint device it can be seen that the tip section of the drill is seriously worn (dull) from use, the coupling part on the other side of the device is in a good condition, except that the surface is slightly discoloured from use. Dimensional inspection: during investigation the following measurements got measured: length; diameter. With the calliper 3-01-19309, the measure result is within accuracy. Document/specification review: a manufacturing record evaluation (mre) is not required, as based on evaluation findings the damage is not resulting from manufacturing issue. Summary: we are not able to reproduce or confirm the reported issue, but we are able to confirm that the instrument is worn and based on this the complaint is confirmed. After a visual inspection per guidance provided in windchill document # (B)(4), it is determined that the reusable instrument is worn from repeated use and servicing, therefore, further investigation for the reported complaint device is not required. During the investigation, no product design, or manufacturing issues were observed that may have contributed to the complaint condition. End of life definition per important information leaflet (B)(4), limits on reprocessing: end of life of a device is normally determined by wear and damage due to use. Evidence of damage and wear on a device may include but is not limited to corrosion (i.e. Rust, pitting), discoloration, excessive scratches, flaking, wear and cracks. Improperly functioning devices, devices with unrecognizable markings, missing or removed (buffed off) part numbers, damaged and excessively worn devices should not be used. Based on the investigation findings, it has been determined that no corrective, and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot; part: 03.010.100; lot: u290875; manufacturing site: (B)(4); supplier: (B)(4); release to warehouse date: dec 5, 2017. A manufacturing record evaluation (mre) is not required, as based on evaluation findings the damage is not resulting from manufacturing issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation (orif) surgery for humeral diaphyseal fractures by using the drill bit in question. During the surgery, drilling for the first screw was performed without any problem. While inserting the second screw laterally at distal end, the drill bit stopped rotating. The surgeon tried to detach or attach the radiolucent-drive and the drill bit in question, but his attempt was not workable. As a result, he performed the surgery by his free hand technique. The surgery was successfully completed with a less-than-30-minute delay. The patient outcome was reported as stable. No further information is available. Concomitant device reported: unknown screw (part#: unknown, lot#: unknown, quantity: 2). This report is for one (1) 3.2mm three-fluted radiolucent drill bit/needle point/145mm. This is report 1 of 2 for (B)(4).